Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. The complaint did not report any device malfunctions which could potentially have contributed to the complaint event. The reported patient events are adverse event associated with the condition of the patient.

Event description:
It was reported that unstable angina occurred. On (B)(6) 2021, the patient presented with unstable angina. The target lesion was located in the 1st obtuse marginal (om) and was treated using the 2.50 x 30mm agent dcb study device. They were discharged the same date. On (B)(6) 2022, the patient was diagnosed with coronary artery disease. The previously treated 1st om had 80% restenosis. The patient was discharged the following day with no follow up treatment. It was further reported that in (B)(6) 2021, heparin and other antithrombotic mediation were administered at the time of the procedure. The patient was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin was given prior to the procedure. The 2.50 x 24 mm target lesion was located at the 1st obtuse marginal (om) branch. The target lesion was pre-dilated with 2.00 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was successfully treated with a 2.50 mm x 30 mm agent dcb with 30% residual stenosis and timi flow 3. A non-target lesion was located from the distal right coronary artery (rca) to the right posterior descending artery (rdpa) was successfully treated with 3.00 mm x 20 mm and 4.00 mm x 20 mm non-boston scientific balloons prior to target lesion treatment. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2024, the patient presented with unstable angina. The 100% in-stent restenosis at the 1st om was pre-dilated with multiple balloons and treated with a 2.50 x 30 mm agent dcb. Post revascularization, there was 30% residual stenosis and timi flow of 3. The event was considered recovered/resolved and the patient was discharged.

Event description:
Agent ide study. On (B)(6) 2021, the patient presented with unstable angina. The target lesion was located in the 1st obtuse marginal (om) and was treated using the 2.50 x 30mm agent dcb study device. They were discharged the same date. On (B)(6) 2022, the patient was diagnosed with coronary artery disease. The previously treated 1st om had 80% restenosis. The patient was discharged the following day with no follow up treatment.